Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was one photograph depicting a portion of 22ga x 0.75" safestep safety infusion set. The returned product sample photograph was evaluated and the needle was observed to be bent approximately midway along the needle length. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample which proved that the product had experienced at least some use ¿ the bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of ascxs0208 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rn went to flush port a cath, was unable to flush line or get blood back. Port needle was deaccessed. Unable to use safety feature needle was slowly taken out. When needle was taken out, it was bent at a right angle. Port was reaccessed and was able to be flushed with blood return.